Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-58: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer in a follow-up call on 26-oct-2020 to ensure the replacement products resolved the initial concern - able to establish contact with customer and stated replacement product has not been used yet.

Event description:
Consumer reported complaint for hi display. The expected fasting blood glucose test result range is 100mg/dl. The customer did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification in the bedroom. During the call a back to back blood test was not performed by the customer. The test strip lot manufacturer¿s expiration date is undisclosed and open vial date is (B)(6). The meter memory was not reviewed for previous test result history.

Manufacturer narrative:
Sections with additional information as of 22-dec-2020 h6: updated FDA's conclusion codes. H10: complaint product was not returned for investigation, product lot number provided expired, unable to perform retention testing, updated most likely underlying root cause from mlc-58: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test to mlc-012: product expired.